Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the entire distal hook assembly was broken off the main tube and was missing from the instrument tip. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the main tube tip was broken at the hook subassembly and the main tube interface. There was a piece missing around the circumference of the end of the main tube. The piece measured about 0.2 x 0.028. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken distal hook assembly, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the hook fell out of the permanent cautery hook instrument during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.